Event description:
It was reported that during initial implant, the right ventricular lead dislodged with multiple attempts. The lead was repositioned; however, the physician elected to use a new lead. The lead was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.